Manufacturer narrative:
B3: may is the reported month, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) calibration failed. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 6/11/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) calibration failed¿ was not replicated. The dso seal was changed due to degradation. The equipment was calibrated, and the software was updated. The probable cause was unknown as the problem was not replicated. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.